Event description:
This event is reportable based on the product analysis approved on 09/02/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the physician could not cross the lesion with a taxus express 2.50x20mm drug eluting stent. No patient injuries or complications were reported. However, the returned product confirmed that there was stent damage.

Manufacturer narrative:
Following a detailed device analysis by the complaint investigation site it was noted that the condition of the returned unit was consistent with the complaint incident. The device was returned to the complaint investigation site for analysis and initial visual examination of the returned device revealed stent damage. The stent was kinked on the fourteenth row from the distal end. This type of damage is consistent with the device encountering some form of restriction during the procedure. Several kinks were found along the entire length of the hypotube. This type of damage is consistent with excessive force having been applied to the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.